Event description:
It was reported that a tsb35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the affiliate that the anvil dislodged and the jaw would not open. A new instrument was used to complete the case. There was no consequence to the pt.